Event description:
Blood glucose of 220mg/dl was the blood glucose at the time of admission to hospice care.

Manufacturer narrative:
(B)(4). Insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and delivery accuracy test at test at 0.08755 inches. The stop current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart alarm error test. Insulin pump had intermittent button response on the escape, act, up arrow and down arrow buttons due to flattened dome switch. No button error alarm noted. Insulin pump uploaded properly using carelink. Insulin pump had cracked battery tube threads and cracked reservoir tube lip. Data analysis: (date of customer passing: (B)(6) 2019). There is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported that customer passed away on (B)(6) 2019 due to cancer. It was reported that the customer passed in hospice and the blood glucose at the time of passing was 220 mg/dl. It was reported that the customer stopped wearing the insulin pump on (B)(6) 2019 due to doctor¿s orders. Creating report in order to provide the failure analysis findings.